Event description:
It was reported that the patient received therapy due to noise. Externalized conductors were visually confirmed on the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.